Manufacturer narrative:
No patient involved. Onsite functional and visual examination was performed by a manufacturer representative. The battery was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system does not hold its charge very long when they unplug it from wall power. No patient present.